Event description:
Device malfunction: loss of resistance. Time of malfunction: during vessel closure. Symptoms/ae: pseudoaneurysm. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. During step 3 (thumb advancer step), loss of resistance occurred and the device came out of the patient's artery. Hemostasis was achieved by manual compression. The report received indicated a pseudoaneurysm was observed as a patient consequence. Additional information has been requested.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed.